Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. An intermittent/erratic change in therapy was reported. The patient¿s lead only worked if he was stretching or lying flat. The patient only felt stimulation in those positions. When the patient was standing regularly it didn't contact his back. The patient said it felt like it was bouncing around when he coughed. The ins also seemed to be shifting and poked out on some days. On those days it almost felt like it was sideways. Other days it seemed fine. It was noted that the patient¿s wife first noticed this. The issue occurred intermittently. The stimulation change was reported to be related to positional movement. There were no falls/trauma reported that could have been related to the issue. The patient was to follow-up with a healthcare professional regarding the ins movement, lead issue, and stimulation issues. All the reported issue began in the middle of november of 2016. The patient also requested adhesive discs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.